Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0546569v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0546401v, implanted: (B)(6) 2005,product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced. The doctor wanted the ins analyzed to ensure proper function as he was concerned it lasted only two years. It was unknown if it was normal battery depletion or not. The patient recovered without sequela. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life. Its telemetry and output were okay. There were no significant anomalies. With the available settings a battery longevity estimate gave the battery 8.27 months to eri; it reached eri in 20.57 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.